Event description:
During an incident in 01 involving patient in unwitnessed cardiac arrest, this defibrillator took 20 seconds to reach the analyze mode. The patient was transported to a hospital and was pronounced at the ER. (The incident date reported by the user facility was in 2000. The printout from the returned mcm is dated may 00, but includes later events in jan 01, and feb 01. The last event in feb 01, most closely reflects the problem reported of delay in reaching the analyze mode.)